Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the lens was broken due to wrong manipulation of the lens during the injection. Another lens was used. The reporter did not know if the lens came into the eye or not. Additional info was received from the surgeon reporting that the event resolved with treatment. The intraocular lens was explanted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. It is unknown if the approved viscoelastic was used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info and a questionnaire was received on (B)(4) 2013. (B)(4)